Manufacturer narrative:
The suspect device is not expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the plastic connector within the kit is creating a hole in the catheter at the blue line. The plastic connector was replaced.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.